Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree trigger made a cracking noise when it was pulled and the first implant was deployed, but did not stay in the meniscus. The case was completed with another like-device with no patient harm. There was a ten minute delay because the surgeon had to use a grasper device to take out the implant and install a new one. The device is being returned for evaluation.

Manufacturer narrative:
The date received by manufacturer for follow-up 1 should be october 3, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure the customer's truespan meniscal repair peek 12 degree trigger made a cracking noise when it was pulled and the first implant was deployed, but did not stay in the meniscus. The case was completed with another like-device with no patient harm. There was a ten minute delay because the surgeon had to use a grasper device to take out the implant and install a new one. The device is being returned for evaluation. Additional information received on 9/26/2018. The needle angle was 12. The location and type of repair was medial meniscus repair, posterior horizontal stitch. The surgeon fully depress the trigger until the click. The tip of the needle was in scope view. The surgeon penetrated the meniscus all the way to the depth stop. The repair was not completed by another competitive device, inside out technique, or partial meniscectomy. The surgeon did not use a probe. The failure occurred with the second implant. The detached implants removed through grasper. The patient's bone quality was good but irrelevant to this type of repair. The surgeon was not off axis. There was no bone hole for this procedure. The implant was removed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed the implant hanging out of the truespan gun needle on the suture. No other anomalies were observed on the device. Functionally, the trigger didn't work as intended, it is very loose which indicates that the trigger is broken. Therefore confirming this complaint. The information provided stated that the failure occurred with the second implant. A possible root cause could be that the surgeon applied too much force which caused the trigger to break impairing the functionality of device. Furthermore, a nonconformance search was performed for this part: 228151, with lot: l789916 combination and no noncofonformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field UDI: (B)(4).